Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been two other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's hip was revised due to dislocation of the femoral head from the poly liner. The surgeon could offer no explanation as to the possible cause or contributor of the dislocation, as the patient's rom was tested at 90° perpendicular to her body during the revision 5 days prior . The 36 +0 head (implanted (B)(6) 2019) and the 36mm 10° eccentric liner (implanted (B)(6) 2019) were revised to a constrained liner and head. Rep will provide revision usage information and confirmed that no further information will be released by the hospital or surgeon.